Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. However product images were submitted which shows: burrs occurring near the neck of the reduction set screw, between the set screw and the break-off portion of the implant.

Event description:
It was reported that patient underwent posterior correction fusion for adult scoliosis at th9-l4 levels. During surgery, burrs occurred during tightening of a reduction set screw. Only the set screw was replaced with new one and the surgery was continued. The surgical time was extended less than 15 min. The product came in contact with the patient. Patient complications were reported unknown. No patient complications were reported. It is unknown whether the fragments remained in the patient.

Manufacturer narrative:
Product analysis :corresponding mas associated with complaint not returned for analysis. Multiple "rmas" set screw lots returned with similar issue (burrs noted at final tightening). Functional evaluation with sample product "rmas" bone screws and reduction break-off set screws confirmed issue. The above observations are consistent with manufacturing issue.